Event description:
Pt with history of pancreatitis secondary to gallstones. Multiple procedures to debride pancreas. Pt developed gastric outlet obstruction. Pt intubated and on vent when vent stopped cycling and froze. Pt immediately bagged. Sats remain in 90's. Vent replaced. Hold switch found to be defective.